Manufacturer narrative:
Per tandem¿s t:slim g4 user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not observe insulin dripping out of the tubing. Reportedly, the customer stated insulin was dripping out of the luer lock. During troubleshooting with tandem technical services the customer reconnected the tubing securely and acknowledged there was drips seen. There was no impact to the customer's blood glucose level.